Event description:
It was reported that there was a volume discrepancy on 2015 (B)(6) during a pump refill at the physician's office. The expected volume was 3ml the actual volume was 32ml. An order had been written for a pump revision. It was reported that they were waiting for revision to be scheduled. The patient was being supported with oral baclofen until revision. It was unknown if there were any symptoms related to the event. The patient's status at the time of report was "alive-no injury." The pump system was delivering baclofen. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2014 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).